Event description:
Info received indicated the gci (graphical caregiver interface) on the siderail would not operate.

Manufacturer narrative:
Hill-rom technician found that there was fluid ingress into the right siderail. The fluid had gotten on ucm board and siderail cable. In addition this had shorted out the pcm board. The cause was housekeeping using too much water to clean the bed. The technician in-service the housekeeping staff on how to clean the bed. He replaced the right ucm, the right siderail cable, and the pcm board. The bed functioned to design specifications after the repair was made.